Event description:
Double-lumen PICC placed in the right brachial on (B)(6) 2013. Line placed on first attempt with no complications, lines flushed without difficulty and good blood return noted. Short time later the green hub port was leaking. Line was taken apart in sterile fashion and assessed and no breaks or crack noted in line or green hub port. Green hub was recapped with new pressure cap, flushed. Noted to still have small amount of leakage. Second PICC nurse to bedside to assess and a third pressure cap was applied due to concern for possible defective cap, no leaks were noted at that time. Later the line was noted to have small amount of leakage in threading of pressure cap that was connected to green port. Line was subsequently removed and a new single-lumen PICC was placed.